Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1811104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes a series of testing and inspections throughout the manufacturing process to ensure the quality and functionality of the device, including connection verifications. Over two thousand tests were completed and no issues were observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. The instructions for use must be carefully followed when using this product to ensure the device functions as intended. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
Material no.: 515200. Batch no.: 1811104. It was reported that during use of the bd phaseal¿ connector luer lock (c35) the phaseal connector would not disengage from the injector and was removed from the pt cadd pump. The following information was provided by the initial reporter: nurse from the 9th floor in pt unit described a situation last winter where she was unable to properly disengage the bd phaseal injector form the bd phaseal connector. The result she removed the bd phaseal connector from the pt cadd pump. Removal with he bd connector/injector unit attached eliminated the safety feature of l a leak-proof membrane. Rn was exposed to the recent 5fu hazardous drug infused. Rn was wearing ppe and disposed of the injector /connector unit in a hazardous drug disposal kit.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 515200 batch no.: 1811104. It was reported that during use of the bd phaseal¿ connector luer lock (c35) the phaseal connector would not disengage from the injector and was removed from the pt cadd pump. The following information was provided by the initial reporter: nurse from the 9th floor in pt unit described a situation last winter where she was unable to properly disengage the bd phaseal injector form the bd phaseal connector. The result she removed the bd phaseal connector from the pt cadd pump. Removal with he bd connector/injector unit attached eliminated the safety feature of l a leak-proof membrane. Rn was exposed to the recent 5fu hazardous drug infused. Rn was wearing ppe and disposed of the injector /connector unit in a hazardous drug disposal kit.